Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('4 additional segments of silver, coiled metal') and pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure (batch no. D01876-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for dysmenorrhea: mirena from (B)(6) 2014 to (B)(6) 2015. Past adverse reactions to the above products included weight increased with mirena. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2016, the patient experienced dental caries ("tooth deterioration/ dental problems tooth decay"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), genital haemorrhage ("general abnormal bleed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia/heavy periods"), iron deficiency anaemia ("anemia"), endometriosis ("endometriosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine/ headaches"), cardiac disorder ("heart disorder, unspecified"), blood disorder ("blood disorder, unspecified") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, iron deficiency anaemia, hormone level abnormal, female sexual dysfunction, migraine, cardiac disorder, blood disorder, dental caries, fatigue and weight increased outcome was unknown, the back pain and heavy menstrual bleeding had resolved and the endometriosis had not resolved. The reporter considered abdominal pain, back pain, blood disorder, cardiac disorder, dental caries, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, iron deficiency anaemia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015 (vs. Previously reported (B)(6) 2015). Insertion detail: both tubal ostia were visualized, first device loaded through operating channel of hysteroscope and inserted into the left tubal ostium, 4 trailing coils in uterus. Second device loaded through operating channel of hysteroscope and inserted into the right tubal ostium, 4 trailing coils. Plaintiff received treatment for dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2005: negative. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2005: negative. Ultrasound scan vagina - on (B)(6) 2015: uterus and ovaries appear normal. Essure devices are in place. Concerning the injuries reported in this case, the following one was described in patients medical record: anemia. (D01876) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('4 additional segments of silver, coiled metal') and pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure (batch no. D01876-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for dysmenorrhea: mirena from (B)(6) 2014 to (B)(6) 2015. Past adverse reactions to the above products included weight increased with mirena. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2016, the patient experienced dental caries ("tooth deterioration/ dental problems tooth decay"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), heavy menstrual bleeding ("menorrhagia/heavy periods"), abdominal pain ("abdominal pain"), anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine/headaches"), cardiac disorder ("heart disorder/condition type: unspecified"), blood disorder ("blood disorder/condition type: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), fatigue ("fatigue") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, anaemia, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, migraine, cardiac disorder, blood disorder, dental caries, dyspareunia, fatigue and weight increased outcome was unknown, the heavy menstrual bleeding and back pain had resolved and the endometriosis had not resolved. The reporter considered abdominal pain, anaemia, back pain, blood disorder, cardiac disorder, dental caries, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015 (vs. Previously reported (B)(6) 2015). Insertion detail: both tubal ostia were visualized 1st device loaded through operating channel of hysteroscope. And inserted into the left tubal ostium, trailing coils in uterus is 4 .2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostium, trailing coils in 4. Uterus and ovaries appear normal. Essure devices are in place. Plaintiff received treatment for dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2005: negative. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2005: negative. Ultrasound scan vagina - on (B)(6) 2015: uterus and ovaries appear normal. Essure devices are in place.. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: anemia". (D01876) is not valid. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received. Event added: 4 additional segments of silver, coiled metal. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. D01876-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for dysmenorrhea: mirena from (B)(6) 2014 to (B)(6) 2015. Past adverse reactions to the above products included weight increased with mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/heavy periods"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine/headaches"), cardiac disorder ("heart disorder/condition type: unspecified"), blood disorder ("blood disorder/condition type: unspecified"), tooth disorder ("tooth deterioration"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), fatigue ("fatigue") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, anaemia, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, migraine, cardiac disorder, blood disorder, tooth disorder, dyspareunia, back pain, fatigue and weight increased outcome was unknown, the menorrhagia had resolved and the endometriosis had not resolved. The reporter considered abdominal pain, anaemia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015 (vs. Previously reported (B)(6) 2015). Insertion detail: both tubal ostia were visualized 1st device loaded through operating channel of hysteroscope. And inserted into the left tubal ostium, trailing coils in uterus is 4 .2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostium, trailing coils in 4. Uterus and ovaries appear normal. Essure devices are in place. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2005: negative. Pregnancy test urine - on (B)(6) 2005: negative. Ultrasound scan vagina - on (B)(6) 2015: uterus and ovaries appear normal. Essure devices are in place. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: anemia". (D01876) is invalid. Most recent follow-up information incorporated above includes: on 14-nov-2019: update of information (batch is not valid). Incident- no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. D01876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for dysmenorrhea: mirena from (B)(6) 2014 to (B)(6) 2015. Past adverse reactions to the above products included weight increased with mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/heavy periods"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine/headaches"), cardiac disorder ("heart disorder/condition type: unspecified"), blood disorder ("blood disorder/condition type: unspecified"), tooth disorder ("tooth deterioration"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), fatigue ("fatigue") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, anaemia, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, migraine, cardiac disorder, blood disorder, tooth disorder, dyspareunia, back pain, fatigue and weight increased outcome was unknown, the menorrhagia had resolved and the endometriosis had not resolved. The reporter considered abdominal pain, anaemia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015 (vs. Previously reported (B)(6) 2015). Insertion detail: both tubal ostia were visualized 1st device loaded through operating channel of hysteroscope. And inserted into the left tubal ostium, trailing coils in uterus is 4 .2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostium, trailing coils in 4. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2005: negative. Pregnancy test urine - on (B)(6) 2005: negative. Ultrasound scan vagina - on (B)(6) 2015: uterus and ovaries appear normal. Essure devices are in place.. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: anemia". Most recent follow-up information incorporated above includes: on 8-nov-2019: plaintiff fact sheet received. Events¿ abnormal bleeding (vaginal), hormonal changes, apareunia (inability to have sexual intercourse), migraine/headaches, heart disorder/condition type: unspecified; blood disorder/condition type: unspecified; tooth deterioration; dyspareunia (painful sexual intercourse); lower back pain; fatigue, endometriosis and weight gain¿. Event ¿menorrhagia¿ outcome was updated to recovered/resolved. Reporter, demographic, historical drug, lab data, and essure lot number were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. D01876-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for dysmenorrhea: mirena from (B)(6) 2014 to (B)(6) 2015. Past adverse reactions to the above products included weight increased with mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/heavy periods"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine/headaches"), cardiac disorder ("heart disorder/condition type: unspecified"), blood disorder ("blood disorder/condition type: unspecified"), tooth disorder ("tooth deterioration"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), fatigue ("fatigue") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, anaemia, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, migraine, cardiac disorder, blood disorder, tooth disorder, dyspareunia, fatigue and weight increased outcome was unknown, the menorrhagia and back pain had resolved and the endometriosis had not resolved. The reporter considered abdominal pain, anaemia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015 (vs. Previously reported (B)(6) 2015). Insertion detail: both tubal ostia were visualized 1st device loaded through operating channel of hysteroscope. And inserted into the left tubal ostium, trailing coils in uterus is 4 .2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostium, trailing coils in 4. Uterus and ovaries appear normal. Essure devices are in place. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2005: negative. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2005: negative. Ultrasound scan vagina - on (B)(6) 2015: uterus and ovaries appear normal. Essure devices are in place. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: anemia". (D01876) is invalid. Most recent follow-up information incorporated above includes: on 19-jan-2021: pfs and mr received :event "lower back pain" outcome updated to "recovered / resolved", lab data, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure (batch no. D01876-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for dysmenorrhea: mirena from (B)(6) 2014 to (B)(6) 2015. Past adverse reactions to the above products included weight increased with mirena. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dental caries ("tooth deterioration/ dental problems tooth decay"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), menorrhagia ("menorrhagia/heavy periods"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine/headaches"), cardiac disorder ("heart disorder/condition type: unspecified"), blood disorder ("blood disorder/condition type: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), fatigue ("fatigue") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, anaemia, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, migraine, cardiac disorder, blood disorder, dental caries, dyspareunia, fatigue and weight increased outcome was unknown, the menorrhagia and back pain had resolved and the endometriosis had not resolved. The reporter considered abdominal pain, anaemia, back pain, blood disorder, cardiac disorder, dental caries, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015 (vs. Previously reported (B)(6) 2015). Insertion detail: both tubal ostia were visualized 1st device loaded through operating channel of hysteroscope. And inserted into the left tubal ostium, trailing coils in uterus is 4 .2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostium, trailing coils in 4. Uterus and ovaries appear normal. Essure devices are in place. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2005: negative. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2005: negative. Ultrasound scan vagina - on (B)(6) 2015: uterus and ovaries appear normal. Essure devices are in place.. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: anemia". (D01876) is inv. Most recent follow-up information incorporated above includes: on 26-feb-2021: pfs received. Previously added event tooth deterioration was updated to tooth decay. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') and genital haemorrhage ('general abnormal bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhoea"), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015 (vs. Previously reported (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 10-nov-2015: essure confirmation test: result: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: case became incident; unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, genital bleeding, dysmenorrhea, menorrhagia, anemia. Reporter added, patient demographic added, essure removal date added, product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.